Event description:
New information received notes that the noise was oversensed resulted in inappropriate mode switch episodes. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pulse generator exhibited noise. Patient status was unknown.